Event description:
While starting an IV, the plastic cannula bent causing a hole. This happened twice. Bd insyte autoguard bc 20gax1.16 in lot: #4066999. This required patient to be stuck multiple times. No significant complications, however, feel necessary to report. We have had several incidents of catheter tips shearing off and becoming lodged underneath a patient's skin. Reference report: mw5156569.